Event description:
Customer reported an abo mistype on galileo with a patient sample. On the galileo, it typed as a o negative; by tube the patient tested as a negative, 3+ reactivity with anti-a at immediate spin.

Manufacturer narrative:
The sample was not returned for investigation testing.